Event description:
It was reported that during lap cholecystectomy the clips were applied on the cystic artery, did not completely close. In the moment in which the surgeon was sectioning the artery, bleeding occurred and the surgeon decided to convert from lap to open. No adverse patient consequences.

Manufacturer narrative:
Date sent: 12/3/2007. Information anticipated, but unavailable at this time.